Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 pocket a1 was not detected on bus, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. However, there were no delays or adverse events or injuries reported based on this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that medication had spilled onto row board a in drawer 6. Cleaning was attempted but was unsuccessful, so the row board was replaced. During testing in the hardware test application (hta), pockets b5 and b6 did not open or release through software. The row board was manually removed, and additional spilled medication was found, so the tray was replaced. The remaining row boards in the drawer were inspected, and no other damage was observed. The drawer was tested again in hta, and testing was successful. The system functioned as intended after the field service engineer repaired the device.